Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Conclusion: the actual needle was returned for evaluation. It was microscopically inspected and no attachment defects were observed. The hole of the needle was examined for suture remnant and remnant was found in the hole. Additionally, there were severe marks on the edge of the needle by use of the needle holder, this condition caused the needle pull off. The suture was also microscopically examined and the suture end was found damaged. The sample condition suggests improper handling of the needle/suture.

Event description:
It was reported that a patient underwent a gastric sleeve procedure on (B)(6) 2014 and suture was used. During the procedure, the suture separated from the needle. Another like device was used to complete the procedure with no adverse patient consequences. Additional information has been requested.